Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of death is listed in the electronic proglide instructions for use (eifu) as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect in the article is captured under a separate medwatch report. Literature attachment: article title ¿unilateral-access vs. Bilateral-access in transfemoral transcatheter aortic valve replacement: a slim fit approach¿ b3: date of event is estimated as 11/15/2024. D4: primary UDI number - the UDI number is not known as the part and lot number were not provided.

Event description:
This is a single-center, retrospective, observational cohort study comparing the bilateral-access site approach vs unilateral-access site approach for trans-femoral transcatheter aortic valve replacement (tf-tavr) procedure complications. It was observed the common femoral artery (cfa)/distal cfa, unilateral-access site approach had significantly fewer bleeding events and fewer vascular complications with some calcified access sites than the bi-lateral (cfa with secondary sheath placement in the ipsilateral superficial femoral artery) approach. The unilateral approach allowed rapid delivery of materials to treat minor and major vascular complications and bleeding. Other results indicated patients' experienced prolonged hospitalization and 30-day all-cause mortality. Complications were treated with manual compression, balloon angioplasty, stenting, and surgery. Unilateral-access tf-tavr is feasible, safe, and potentially enhances procedural efficiency and patient satisfaction while maintaining the capacity for bailout interventions in managing vascular complications. Specific patient information is documented as unknown. Please reference article titled, 'unilateral-access vs. Bilateral-access in transfemoral transcatheter aortic valve replacement: a slim fit approach' for additional details.